Event description:
Boston scientific received information that the cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited noise that was being oversensed which resulted to pacing inhibition. Boston scientific technical services (ts) discussed possible causes and provided options for troubleshooting. Additional information indicated that the source was not confirmed. Programming changes were done; however, the field representative was unaware of how long the pacing inhibition lasted. The patient will then be monitored through normal routine follow-up. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that during a sensing and threshold test, the patient with this device system went asystolic, with a 12 second pause in pacing. The patient reportedly endured a seizure as a result. The right ventricular (rv) lead was observed to be oversensing. Pacing impedance measurement decreased from 850 ohms to 100 ohms. No capture was observed at 3v. Additionally, it was observed that the left ventricular (lv) lead did not provide a pace when expected. The patient was admitted to the hospital. The rv lead appeared to have an insulation fracture and was picking up noise, resulting in the pacing inhibition. The patient was admitted to the hospital and the rv lead was surgically abandoned and replaced. The device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation wilsl be updated should further information be provided.